Event description:
It was reported the pt's pain had worsened. Subsequently, the pt is not longer receiving effective stimulation. The pt wants his scs system removed. F/u identified the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.